Manufacturer narrative:
The insulin pump had unresponsive button due to corroded on keypad trace. Display functioned properly with testing case. No frozen display or battery out limit alarm noted. No moisture damage found on electronic assembly and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 95 mg/dl. Troubleshooting was not performed. The device was returned for analysis.